Event description:
It was reported that a user attempted to pause insulin delivery on the ilet but could not get the pause function to activate via the swipe gesture, and the device indicated a needed firmware update; the user¿s blood glucose was 258 mg/dl at the time, and he planned to update firmware once glucose returned to range. Symptoms included hyperglycemia. Outcomes included user inconvenience without injury or medical intervention. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed pending firmware update and user difficulty with the touchscreen swipe required to access the pause function. It was concluded that the device required a firmware update and that user interaction with the touchscreen likely contributed to the reported issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.